Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 3.25 x 12 mm xience alpine, a 3.5 x 18 mm xience alpine and a 3.0 x 28 mm xience alpine stents were implanted on (B)(6) 2016. On (B)(6) 2016, the patient was re-admitted with cardiovascular symptoms including pericarditis/dressler syndrome. There was no treatment performed. The final patient outcome is unknown and the patient was discharged to home. No additional information was provided.